Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023 , the patient was diaphoretic and lost consciousness. The patient¿s mother called an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 24 mg/dl, no cgm comparison value could be recalled. However, the patient alleged a cgm inaccuracy being the cause of this event. It was not specified what treatment ems provided the patient for the low bg of 24 mg/dl. At some point, during this event, the patient was treated with insulin [it is presumed this was once the patient¿s hypoglycemia was treated]. The patient was in the hospital for 7 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.